Manufacturer narrative:
Method: mfg record review, complaint history analysis results: mfg record review: no discrepancies noted for all potential batches. Complaint history analysis. This is the first complaint received for such issue (non-confirmed loosening) on the xia 3 brand. Conclusion: the reported event cannot be confirmed and the product associated with the incident remains implanted. In addition, we do not have an access to the pt file in order to know his/her physical conditions. The construction implanted is long, starting at t10 to s1. Cantilever forces for such long segment constructs become critical and iliac fixation is recommended for such long constructs, as is the opinion of the surgeon and the revision surgery was performed to strengthen the previously installed construction. Currently, no corrective action could be proposed. This MDR was created for one of the possible three screws inserted in s1 that had loosened. The exact batch of the loosened screw remains unk (one of three possible batches). Should the device or any of the other devices implicated be explanted additional info will be made available and will be reported as supplemental method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
Posterior lumber spinal fusion was performed for th10/s1 on (B)(6) 2011. The pt has pain because s1 screw was loosened. So, on (B)(6) 2012, 2 iliac screws were implanted in each side and iliac screw system was used for strong fixation.